Event description:
It was reported the lead was explanted and replaced due to lead fracture. The patient condition is excellent after the event.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.